Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said intermittent catheter did not have adhesion on them. Patient also reported experiencing bleeding. No medical intervention was reported. Per customer via phone on 29jan2025 it was reported that the catheters were jammed in the box and the ends were bent which caused the bleeding when they tried to use. They were able to speak with liberator to return that box and receive credit. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said intermittent catheter did not have adhesion on them. Patient also reported experiencing bleeding. No medical intervention was reported. Per customer via phone on 29jan2025 it was reported that the catheters were jammed in the box and the ends were bent which caused the bleeding when they tried to use. They were able to speak with liberator to return that box and receive credit. No medical intervention was reported.